Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings and delivery anomaly from the insulin pump. The customer's blood glucose reading was 39 mg/dl. The customer stated that the pump gave too much insulin and he had low readings. The customer stated that his wife found him on the floor one night. The customer could not sit or speak. The customer treated with pure sugar and orange juice. The customer was assisted with programming the pump.